Event description:
It was reported that during a laparoscopic appendectomy procedure that after one of the firings when removing the reload that it looked like some of the staples were still in the reload. The staple line looked fully intact and the staples were formed properly. Another device was not needed to continue with the procedure. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 7/19/2023. D4: batch # unk. Additional information was requested, and the following was obtained: were the staples seen in the reload formed or unformed when the device was fired? Was there targeted tissue in the area where the staples were seen in the reload? Are there any photos available? Based on what the complainant expressed there was: unformed staples in reload after device was fired; not targeted tissue in the area where staples were seen; no photos available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.